Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6).while the screw was being screwed in, the thread sheared off. No peices fell from the screw into the patient, there was no patient injury.

Manufacturer narrative:
Received a complaint about one sc603t quintex dynamic screw 4.0 x 16mm with lot 52170354. During turning the screw into the plate the thread shared off. The screw without the shared thread was provided for an investigation. According to the available information, there were no negative consequences for the patient. The screw was investigated microscopically. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and find to be according to our specification valid at the time of production. This failure is most probably handling related. Due to the kind of defect, it is very likely that the screw was not placed in the center of the plate. The current failure rate is within the risk analysis and therefore acceptable.